Event description:
Device 2 of 2 reference MFR report #1627487-2011-00651.

Event description:
Device 2 of 2. Reference MFR report #1627487-2011-00651.

Manufacturer narrative:
Evaluation codes: results: as received, the ipg would not communicate due to a depleted battery. Per event details, the patient stopped using the system. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. The ipg outputs were monitored with no signal deviation from initial values observed. No signal presence observed on unused channels and can. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Corrections/removal reporting numbers: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.